Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue by the user was confirmed. The front panel was found damaged with unresponsive buttons. The lens base was also damaged, the front panel chassis and turret plate were deformed with a missing chassis foot. A worn-out scope socket slider switch was causing intermittent use of high intensity mode. Non-olympus lamp found upon evaluation. In addition, a loose scope socket tab was not protecting the socket pins. The damaged parts were replaced, and the device was returned to the user facility. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported power issues on a xenon light source. The device was not powering on and had some physical damage. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, it was confirmed that the design was changed to improve the tolerance of damage to the power switch. Devices included within this design change began shipment on (B)(6) 2013. The subject device within this report was manufactured prior to the implementation of the design change (see h4). Since the subject device was a manufactured prior to the design change, it is likely that the power switch was damaged due to the amount of operating force applied to the switch and the number of times exceeding the expected value. Per the legal manufacturer, the other issues identified in the initial report: lens base damage, front panel chassis and turret plate deformation with missing chassis foot, worn out scope socket slider switch, non-olympus lamp found, and loose scope socket tab have no potential to cause or contribute to death or serious injury if these issues were to recur.